Event description:
It was reported from ous that the ¿tamp head broken after surgery¿. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: (B)(4). Findings: per (B)(4), it was determined that a potential cause of this failure is related to misuse of the device by retrograde impaction. The device returned appears to have a brittle fracture of the connection feature of the tamp head. Corrective action taken: per (B)(4), the design of the tamp head was modified to alter the radius between the shaft and the collar head in order to reduce the stress concentration on the underside of the collar lip. Validation testing was performed to confirm no interference with the ability of the instrument mating function with the new keel head design. See (B)(4). Root cause testing was performed per (B)(4) on the original design (rev a) and the current design (rev b). The current design passed testing for retrograde impaction where the original design failed. All surgical techniques in which the tamp head is used were updated to include a precaution regarding retrograde impaction. A field notification was issued on proper use and potential misuse of the instrumentation. The risk management report, (B)(4) instruments, was updated to include risks associated with fracture of the modular portion of the fit tamp head. Most likely underlying cause/root cause: the root cause of the tibial tamp head fractures was determined to be a combination of the design and user misuse. IFU (B)(4): instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The ¿tamp head broken after surgery¿, there was no reported patient adverse event. An investigation was conducted; the root cause of the tibial tamp head fractures per (B)(4) was determined to be a combination of the design and user misuse.